Manufacturer narrative:
Date of event was approximated to (B)(6) 2021 as the event date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to two hurricane rx dilatation balloons devices used in the same procedure. It was reported to boston scientific corporation that two hurricane rx dilatation balloons were used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. During the procedure, it was noted that the balloons popped. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event.